Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 01/26/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/15/2016 with the following findings: there were call service (cs 054) alarms observed in the black box along with a pump reboot in the clearing of the alarm. The pump powered on with the returned battery cap to a blank display. The original complaint could not be fully investigated due to the blank display. The battery cap was able to fully tighten. Unrelated to the original complaint, the battery compartment was cracked with moisture observed on the underside of the cap. The display screen was damaged and the leak test confirmed a leak. The display screen was cracked in multiple places. A test display was used and was fully illuminated. The pump case was removed and there was no additional moisture inside the pump.